Manufacturer narrative:
H.6. Investigation: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer sample was evaluated by visual examination and fourier-transform infrared spectroscopy (ftir) testing and the indicated failure mode for foreign matter with the incident lot was observed. Ftir testing determined the foreign matter to be a piece of plastic material from a storage pallet. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of foreign matter. Bd determined that the root cause of the indicated failure mode was attributed to be a piece of plastic material chipped off from a storage pallet and transferred into the tube during the assembly process.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "before use, there was a black foreign matter found in the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "before use, there was a black foreign matter found in the tube."